Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a robotic assisted total laparoscopic hysterectomy and bilateral salpingo oophorectomy procedure on an unk date and topical skin adhesive was used. Thirteen days post-operatively, the pt presented with lesions with raised erythema around each laparoscopic site. The surgeon opines that it was a probable allergic reaction, although it appeared bacterial. Bactrim ds, advil 200mg as needed and allegra every 12 hr as needed were prescribed. The surgeon removed some of the adhesive with sterile forceps. The pt is currently improving.